Event description:
Reports for reduction in endothelial cell count in patients right eye. See MFR. Rep#2023826-2022-01153 for fellow eye. Lens remains implanted.

Manufacturer narrative:
(B)(4). Claim# (B)(4).